Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital on (B)(6) 2017 due to issues unrelated to the device. Upon device interrogation, the left ventricular lead exhibited smaller qrs complex on the surface electrocardiograms. A chest x-ray was performed and it was noted that the lead was dislodged. A chest x-ray from 2011 showed the lead was in the same position and the x-ray from original implant in 2009 showed the lead had moved from the position; it was suspected the lead had dislodged between 2009 and 2011. It was also noted that the lead had chronically high capture thresholds. The patient was asymptomatic to the event. The device was reprogrammed and the patient will continue to be monitored.

Event description:
New information received noted that the physician attempted to reposition the lv lead on 07/19/2018, the lead would not move. Lead repositioning procedure was abandoned and the lead remained implanted. The patient was in stable condition prior, during and post procedure.